Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been intensively analyzed. The analysis revealed an unexpected battery behavior of the ICD leading to the clinical observation. Based on the information available for analysis, the root cause of the described observation could not be determined and requires a device analysis. It cannot be excluded that this occurrence results from a component damage, which may compromise the ability of the device to deliver therapy.

Event description:
Ous MDR - it was reported that 46 months after the implantation, the home monitoring status showed on the (B)(6) 2018 that the battery was at 77%. On the next day an eri alert occurred with 2.9v, which was not displayed anymore on the (B)(6).

Manufacturer narrative:
This ICD was explanted on (B)(6) 2018. We received a device evaluation. Upon receipt, the ICD interrogation revealed the battery status mos1. The device was implanted for about 46 months and 16 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. During the analysis the current consumption of the ICD was verified and found to be normal and as expected. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. An evaluation of the memory content revealed a mismatch of battery voltage and current consumption of the ICD. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electronic module was directly measured. The measurement yielded an elevated current consumption. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged. This caused an increased current consumption, leading to the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. It is therefore assumed that the damage occurred after the device shipment, however the date of occurrence was not determinable. The therapy functionality of the device was available at any time while the device was implanted and in service.